Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver is not supported when inserting into robot. The procedure was completed with no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip tip at the grip base. A piece approximately 0.3265" x 0.1310" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.